Event description:
It was reported by the physician that he was getting an error message. "Could not receive all bytes". The physician wanted a programming system replacement. A new wand was shipped to the site and the old wand was returned back to the MFR. The wand is now under product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.